Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. There was no ge employee visit to this site, therefore the repair is unknown.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve preventing manual ventilation.